Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported difficulty positioning the clip delivery system (cds) was confirmed. The actuator mandrel was observed to be bent. Potential causes for delivery catheter (dc) shaft bends resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends resulting in difficulty positioning the cds may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Based on the information reviewed, it is possible that there were unidentified procedural interactions (e.g. Challenging patient anatomy) which resulted in more tension on the device, such that the mandrel became bent and therefore contributed to the dc shaft bend/difficulty positioning the device; however, this cannot be confirmed. Although the reported bend in the dc shaft, and thus difficulty positioning the device, appears to be related to the bend in the mandrel, a definitive cause for the noted bend could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database for the reported lot was performed and identified no other incidents for bend and difficult to position from the lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report that movement of the delivery catheter which occurred in the left ventricle with the clip delivery system (cds 40507u1/05), and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a prolapsed posterior leaflet. One clip was successfully implanted. There was a residual jet medial of the deployed clip; therefore, a second clip delivery system (cds 40507u1/05) was prepared for use and advanced to the mitral valve. The clip was perpendicular in the left atrium (la), closed and advanced into the left ventricle (lv). When the clip was opened, the delivery catheter (dc) curved away from the medial jet. The arm positioner was manipulated per the instructions for use (IFU), but the dc continued to move away from the intended grasping area. The clip was inverted and retracted to the la. Several attempts were made, but each time the clip was opened in the lv, it moved away from the jet. The cds was removed, and a new cds was used to complete the procedure. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.